Event description:
A mayfield modified skull clamp was involved in an incident that was described as follows; a pt (demographics was not provided) was locked in the skull clamp for a posterior cervical spine procedure at 60 pounds of pressure. The skull clamp "gave way" and caused a 2.5 inch laceration to the side of the pt's head. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.